Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4); (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with drug-refractory atrial fibrillation underwent radiofrequency ablation in magnetic group using navistar thermocool catheter and suffered stroke or tia. Title: ¿very long-term outcomes after a single catheter ablation procedure for the treatment of atrial fibrillation¿the protective role of antiarrhythmic drug therapy.¿ the purpose of this study was to assess the rates and predictors of very long-term af recurrence after a first catheter ablation procedure and evaluate the impact of maintaining aad therapy after pvi. 253 patients were included in a two-center ((B)(6)) observational registry between september 2007 and december 2008. Study was conducted between september 2007 and december 2008. Navistar ablation catheters were used in this study, however catalog and lot number were unknown.